Manufacturer narrative:
(B)(4). Batch # t92d47. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Following information requested but unavailable: in the event description it states: ¿the black plastic piece fell off into the patient¿. Is this in regards to the white tissue pad? Is the white tissue pad completely missing from the clamp arm of the device? Is this in regards to the active titanium blade?

Event description:
It was reported that during a lap gyn procedure, when the jaw opened, the black plastic piece fell off into the patient. It was retrieved. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched and had evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and for the gen11 to display an alert screen is blade damage. Then the device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. . A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information received. Additional information was requested and the following was obtained: in the event description it states: ¿the black plastic piece fell off into the patient¿. Is this in regards to the white tissue pad? No, it was the black blade that broke off. Is the white tissue pad completely missing from the clamp arm of the device? No the tissue pad was still attached to the remaining jaw. Is this in regards to the active titanium blade? Yes.